Manufacturer narrative:
Additional narrative: this report is being submitted due to a retrospective review conducted under CAPA (B)(4). Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Evaluation by manufacturer: on (B)(6) 2015, an fse conducted on-site follow-up with the customer. A worn substrate syringe and wash probe #1 tip were replaced. The probe was aligned. The instrument resumed normal operation. The most probable cause of the reported event was due to a defective substrate syringe and wash probe tip.

Event description:
On (B)(6) 2015, a customer requested that the syringes be changed on their aia-2000. The customer is unable to run afp and bhcg patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting afp and bhcg patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.